Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported embolism, hospitalization, and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported embolism, hospitalization, and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported that during treatment of superficial femoral artery (sfa) and popliteal artery with a stealth 360 peripheral orbital atherectomy device (oad), a small piece of calcification came loose and travelled into the severely calcified anterior tibial artery (at) causing embolization. The calcium was crushed by dilatation with an abbott armada 14 xt pta catheter. The patient was stable and discharged from the hospital 2 days later.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during treatment of superficial femoral artery (sfa) and popliteal artery with a stealth 360 peripheral orbital atherectomy device (oad), a small piece of calcification came loose and travelled into the severely calcified anterior tibial artery (at) causing embolization. The calcium was crushed by dilatation with an abbott armada 14 xt pta catheter. The patient was stable and discharged from the hospital 2 days later.